Event description:
Event description cpi received information that after an implant of this bipolar steroid eluting lead (4285) it had dislodged two times. The physician elected to remove the lead two days later.